Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion was 80-90% stenotic and mildly calcified in the left anterior descending artery (lad). The lesion was predilated with a 2.5 x 20 mm cross sail balloon. After predilatation the physician attempted to place a taxus express2 8.8% 2.5 x 24 mm stent over the lesion, however, was unable to cross the lesion. Consequently, the stent was never deployed. The taxus stent was then retracted back into the guide catheter. As the entire system was being removed the taxus stent would not enter the sheath. The physician then decided to exchange the guidewire and sheath. During the exchange the taxus stent dislodged from the balloon and lodged in the femoral profunda. The physician decided to successfully complete the procedure with another taxus express2 8.8% 2.5 x 24 mm stent. The physician then was able to successfully remove the dislodged stent. There were no injury or complications reported. It was noted that the pt had good angiographic result. Pt status is reported to be "satisfactory/good."